Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported removing excess air from the cartridge while filling the cartridge with insulin. Tandem technical support educated customer on the proper fill load process per the user guide. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.